Event description:
The patient reported the gums are receding, and the patient has begun using a pressure sensor toothbrush to help the condition.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.